Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the data was missing from the pump history. Reportedly, when checking the alerts and alarms, there was no data present. At the time of the reported event, the customer reported pump was functioning as intended. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.